Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was discharging a single patient on its own every 10 or 15 minutes. Moving the bed from its current tile location on the cns to another tile resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was discharging a single patient on its own every 10 or 15 minutes.